Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella was in implanted, however the staff was unsure if the device crossed the valve. Device was not primed or setup completed appropriately prior to insertion. The device was explanted, it was noted that proper steps were not completed prior to insertion. Survival outcome at explant noted the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of priming issue has been completed. Data logs were reviewed and during case start, the purge cassette and pressure disc were recognized without a problem. During the first attempt to prime the cassette, the procedure got to 90% and then appeared to stall out as it did not progress any further for over two minutes before the user canceled the case start. They then restarted the procedure and got to 50% before the console triggered the "purge fluid not detected error." At this time, the purge ticked in real time and logs showed the piston stalling. There are signs that there was no fluid for priming the cassette, but it is unclear why. The purge cassette was then unplugged, plugged back in, and the case started to get up to step 7, but they canceled and aborted. Clinical details align with what was seen in the logs. The priming procedure was not correctly done at first, but when the representative arrived and helped to correctly complete it, the decision was made to abort the case. The returned product was investigated and there were no visual abnormalities. The purge cassette was plugged into a console and the priming procedure was completed successfully and then it was connected to the returned pump and was run for five minutes without issue. Based on all the above information, the root cause of the priming issue was determined to be a use issue. D.9 device return date/information was added. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-23983 was submitted in accordance with updated procedures. H.6 investigation findings code 3221 was inadvertently missed on the initial manufacturer device report number 1220648-2024-23983 and was added.